Event description:
The physician was treating a pt who presented with a left ml occlusion. The physician made the first pass with retriever l5, but no clot was retrieved. The 9f balloon guide catheter balloon would not deflate. It was inflated in the pt's artery for about 15 minutes. The physician aspirated very hard several times. The balloon guide catheter deflated enough to withdraw it into the pt's aorta and to finish deflating. The balloon was inflated outside the body and would not deflate again. (B)(4).

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the outer shaft had a prominent accordion prolapse (wrinkles) just proximal to the proximal balloon bond. This indicates that significant force was likely applied to the proximal shaft when introducing the balloon guide catheter. Occurrence of an accordion prolapse in the outer shaft could prevent the balloon from deflating in a timely manner. The accordion prolapse (wrinkle) in the outer shaft was likely caused by significant axial forces applied to proximal shaft by user during placement of the device in the pt's artery. The instructions for use (IFU) has the following warning that is related to this incident. "To reduce risk of complications due to slow balloon deflation, adhere to the following recommendations: wet distal shaft with saline before passing into introducer sheath. Minimize pushing forces on shaft during advancement. These forces can cause wrinkles in shaft that can slow balloon deflation. Do not use device if shaft is damaged during use. Prepare balloon according to recommended procedure." The manufacturing records for 9f balloon guide catheter, lot number, 32809, were reviewed and no anomalies were found that are related to this complaint.